Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock. The physician suspected a potential electrode fracture and have had several previous consultations with this patient due to poor sensing and artifacts. The device data was provided to boston scientific technical services (ts) for review, and it was confirmed that the therapy was delivered due to over-sensed artifacts in the primary sensing vector. Additionally, there was evidence of decreased r-wave amplitude measurements, and an atrial fibrillation (af) episode showed baseline shifts with artifacts two minutes prior to the inappropriate shock. Ts explained that these artifacts were abnormal, and indicative of an impedance change within the s-ICD system. There was also evidence of wandering baselines in both the secondary and alternate vectors, which pointed towards an electrode integrity issue, as the primary vector was also unsuitable. Ts suggested that the electrode tip was potentially moving around the xiphoid, or perhaps there was a kink/sharp turn in the electrode body. Recently, the physician elected to surgically explant and replace the entire system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock. The physician suspected a potential electrode fracture and have had several previous consultations with this patient due to poor sensing and artifacts. The device data was provided to boston scientific technical services (ts) for review, and it was confirmed that the therapy was delivered due to over-sensed artifacts in the primary sensing vector. Additionally, there was evidence of decreased r-wave amplitude measurements, and an atrial fibrillation (af) episode showed baseline shifts with artifacts two minutes prior to the inappropriate shock. Ts explained that these artifacts were abnormal, and indicative of an impedance change within the s-ICD system. There was also evidence of wandering baselines in both the secondary and alternate vectors, which pointed towards an electrode integrity issue, as the primary vector was also unsuitable. Ts suggested that the electrode tip was potentially moving around the xiphoid, or perhaps there was a kink/sharp turn in the electrode body. Recently, the physician elected to surgically explant and replace the entire system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.